Event description:
It was reported that the pt underwent angiography in 2003 for eval of chest pain. Due to the small size and diffuse disease of all distal vessels, CABG seemed not to be a valid option. The pt underwent percutaneous coronary intervention procedure. Due to calcification, low speed rotational atherectomy of the diagonal (1.25/1.5/1.75 burrs used) was performed. Two taxus express2 stents were implanted (2.5 x 16mm and 2.5 x 24mm, well overlapped). Then ptca and pci of prox/mid lad with an unknown 3.0 x 32mm stent at 12 atm due to distal vessel size. Ostial tight stenosis as well as distal stenosis of the circuflex were treated with ptca and subsequent stenting (taxus express2 stents -2.5 x 16mm in the distal and 3.0 x 8mm in the ostium). Rca-svg was not treated at this stage. The procedure was complex, but without procedural complications: angiographic outcomes were good. The pt was discharged the next day. Five days post procedure, the pt experienced chest pain/mi and was admitted to a local hosp where there was no availability for angiography or coronary intervention. The pt went into cardiogenic shock, CPR was not successful and pt died. Autopsy revealed a diseased cx (no thrombus), thrombus in the lad. No report about diagonal branch. Cause of death was cardiogenic shock due to sub-acute thrombosis of the lad. Discussions with the physician indicated that he does not believe that there was a direct relationship between the taxus stents and the event.